Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1rg2q, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient returned to the or for pneumocephalus. No infection was present. It was unknown if the issue had resolved. There were no further complications reported.